Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a needle clog occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "customer reported not being able to pull insulin into the syringe."

Event description:
It was reported that a needle clog occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "customer reported not being able to pull insulin into the syringe."

Manufacturer narrative:
H.6. Investigation: one sample was received by our quality team for evaluation. The sample has it's plastic shield. The needle assembly was connected to a syringe with saline solution. The solution was expelled with no issues. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation no root cause could be determined due to no block being observed. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "customer reported not being able to pull insulin into the syringe."